Event description:
"When the valve pressure was changed, the pressure remained intact. The surgeon tested with 2 magnets, the problem was the same".

Manufacturer narrative:
Today, sophysa's analysis is limited to a review of the product's batch record. This did not reveal any product non-conformity. The spv-300 valve (sn:(B)(6) has been tested as compliant at the end of the manufacturing process, notably in terms of hydrodynamic resistance.